Event description:
It was reported that the device caught fire and burned a hole on the right side of the device back side. The device was not in use when the issue occurred and the customer put out the fire with a fire extinguisher. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the customer informed physio-control that the device will not be repaired and had been removed from service. The device was not returned to physio-control for analysis. Therefore, further investigation on the reported issue is not possible.